Event description:
The tip of the screwdriver is distorted. This event did not cause an adverse consequence to the pt or a surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results from howmedica gmbh in keil, germany, suggest that this event would not be associated with the device but rather would be attributed to user technique.